Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the swg could not be withdrawn smoothly from the central venous puncture needle, and the whole kit had to be withdrawn from the vessel; after withdrawing from the patient's body, the guidewire was kinked." The patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The customer image shows a guidewire within the advancer assembly with a kink towards the distal end of the body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the swg could not be withdrawn smoothly from the central venous puncture needle, and the whole kit had to be withdrawn from the vessel; after withdrawing from the patient's body, the guidewire was kinked." The patient was reported as fine.